Event description:
It was reported that the image quality on the 9600+ system is poor. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Cleaned the output of ii and input of camera along with monitors. Adjusted left monitor brightness. The system was tested and found to be working as intended and placed back into svc.